Manufacturer narrative:
The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician had difficulty inserting the prolieve catheter into the patient. The catheter tip folded over within the urethra and would not pass smoothly into the bladder. The problem was noticed during insertion as the catheter was difficult to maneuver. The catheter was removed from the patient. The procedure was aborted at this time. Because the complainant did not have another prolieve thermodilatation kit available, the patient was subsequently sent to the hospital for prostate surgery. There were no complications reported and the patient is fine post surgery.

Event description:
On (B)(6) 2010, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2010. According to the complainant, during the procedure, the physician had difficulty inserting the prolieve catheter into the pt. The catheter tip folded over within the urethra and would not pass smoothly into the bladder. The problem was noticed during insertion as the catheter was difficult to maneuver. The catheter was removed from the pt. The procedure was aborted at this time. Because the complainant did not have another prolieve thermodilatation kit available, the pt was subsequently sent to the hosp for prostate surgery. There were no complications reported and the pt is fine post surgery.

Manufacturer narrative:
Visual examination revealed that the returned prolieve catheter tip was missing and blunted at the tangent point. No other visible signs of damage or other imperfections. During functional analysis the anchoring balloon fills, no leaks were observed and the balloon remained inflated. The compression balloon filled, the pressure was maintained and no leaks were observed. The anchoring balloon completely deflated using a syringe. The guidewire, with a diameter of 0.025" was easily placed in the correct channel without force. The reported complaint of prolieve catheter placement issue and prolieve catheter tip folding over was confined as the tip was removed to prevent buckling.